Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Event description:
This is a spontaneous report by a nurse from (B)(4) regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient's nurse contacted baxter (B)(4) to request assistance in ending the patient's pd therapy session. The nurse stated the patient had experienced a cloudy drain and his daughter planned to take him to the hospital. The technical services representative provided the requested assistance. On (B)(6) 2010 additional information was obtained from the pd nurse: on (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the bacterial peritonitis. The bacterial peritonitis was ongoing. It was not reported whether the patient remained hospitalized. Pd therapy was ongoing. The nurse believed the bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10e30020 and h10c01042), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.